Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the user did not complete reprocessing before sending the device to olympus. As a result, foreign material remained in the auxiliary water channel. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material that remained inside the jet tube. There were no reports of patient involvement. Due to clogging of jet tube in control unit, water could not be supplied.